Manufacturer narrative:
H3: one device was returned for an analysis with complaint of error code 1520. Review of service history found no similar complaints raised in the last 12 months. Visual/functional testing was performed. Attempted to start the pump with a primed line but "air in line detected" kept occurring when there was no air in the line. Probable cause was faulty air detector. After replacing the air detector, the pump was functional again with no false air in line alarms.

Event description:
It was reported that the device was showing error code 1520. There was unknown patient involvement, and unknown patient harm/adverse event reported.